Event description:
Guidant received info that a pt with this implantable cardioverter defibrillator (ICD) walked through an airport security checkpoint and immediately died. The pt's physician reported this event to the guidant rep. There are no allegations against the device functionality. The device location is unk.

Manufacturer narrative:
Event conclusion: a guidant technical services (ts) consultant discussed that many pts with icds/crt- ds walk through the security arch without any effect on device function. Multiple attempts mad to obtain add'l info were unsuccessful. If add'l info becomes available, or if the product is returned for analysis, this event will be reopened.